Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon received, the monitor was not power on. Upon eval, the software was corrupt. The cause of the corrupt software cannot be positively identified. However, once reprogrammed, the monitor was fully functional and able to detect and treat. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.